Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged when they "took the battery out and replaced it an hour later they had to reset all their settings...all settings were deleted". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during testing, the pump was exercised for 24 hours and no errors, alarms or warnings occurred. After 24 hours, the battery was removed for 1 hour. When the battery was reinserted the time/date reset to the default setting and all other setting remained the same. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.